Event description:
Information was received from a consumer regarding a patient receiving fentanyl, concentration not reported at 50mcg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported a ptm code 8286, empty reservoir. The patient was not due for a refill or recently had a refill. The patient stated that the next refill date on the ptm was (B)(6) 2016. The patient reported they would see their physician on monday. There were no patient symptoms. Information received from the healthcare provider reported that troubleshooting, actions and interventions performed related to the empty reservoir was normal saline was placed in the pump and set to minimum dose, 0.006mg/day, on (B)(6) 2016. Per the healthcare provider the cause of the empty reservoir was determined that the patient let the pump go dry and did not call the clinic until (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.